Manufacturer narrative:
An evaluation of the pelvic screw is not possible. The explanted device has been discarded by the user facility. Neither the identifying part and/or lot number have been provided. The second screwdriver reported is of the same product part number but contains a separate manufacturing lot number : 7405101r1 manufactured 3/2/2015. Evaluation of the returned drivers found that the distal tips of both instruments had fractured and became separated. Inspection under magnification revealed circular fracture lines indicative of a torsional overload. The detached tips were both recovered from the patient and discarded by the user facility.

Event description:
Pelvic screw broke near head about 90mm in. Two screwdrivers were broken during insertion and removal. Ez out eventually removed the broken screw. Event caused an hour delay in the case.